Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue. The representative replaced the ps1 and starter board because the starter board was burnt. The generator control pcb was also replaced. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect parts have been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while outside of a procedure the dual speed starter board on the imaging system was not functioning. There was no patient present when this issue was observed.

Manufacturer narrative:
The generator control board was returned to the manufacturer for analysis. Analysis found that the generator control board is faulty and would not ready when connected to in a system. Testing found generator error at start up, remote console lost communication with the generator, occurred and was not able to be cleared or reset. Analysis found that the reported event was related to a electrical issue. The power supply was returned to the manufacturer for analysis. Analysis of the power supply failed bench test. It was also found that the power supply has no output voltage. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
The two starter boards and generator board for the imaging system was returned to the manufacturer for evaluation and the issue was confirmed. The analysis on the starter control board was completed by medtronic personnel. Visual inspection confirms starter board exhibits electrical overstress. The starter board for the imaging system was returned to the manufacturer for evaluation. Testing was unable to replicate the reported issue. The analysis on the generator control board was completed by medtronic personnel. Testing found that the system did not achieve ready and began beeping right after power on and the generator did not ready. Faulty generator booster were confirmed.